Event description:
UK affiliate reported a 24 year old female patient with a 1-2mm mid peripheral corneal ulcer in the left eye. The patient has fully recovered and is wearing lens on a daily wear schedule with a two week replacement. The patient did not have any loss of visual acuity at the time. A small amount of scarring remains on the cornea. The patient had been referred to a ophthalmic consultant at the time and has long since been released.